Event description:
It was reported that the patient had high impedances on the leads. It was noted that the stimulation had moved from the back to the buttocks. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).